Event description:
The customer reported when positioned laterally the displayed images were black. There is no report of death or serous injury.

Manufacturer narrative:
The customer called back and informed ge service that the system was working without any issues. No further service is required at this time.